Event description:
According to the information received from the surgeon, the corlink proximal device was not properly deployed to the aorta: after performing aortotomy, the handle was retracted from the aortotomy by mistake; severe bleeding occurred from the aortotomy. The surgeon introduced the handle into the aortotomy again. The device was deployed in the aortic media and severe bleeding occurred. The device was removed and the bypass was conducted using conventional suturing. No tissue donut was found at the punch tissue grabber post procedure.